Event description:
Boston scientific received information that this right ventricular (rv) lead has had history of noise for the past several months. This noise was reproducible with isometrics and was being oversensed. There was no pacing inhibition for this patient. Also, the electrophysiologist suspected of a possible lead fracture in the clavicular area; however, could not confirm the issue. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead is expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.